Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected h2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl contained a "cassette not attached properly" alarm and the pump alarmed for this similar error. Additionally, the pump had a detached downstream occlusion (dso) seal. The cause of the customer reported problem was a nonreactive dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump showed, "cassette not attached properly, reattach cassette." There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.